Event description:
Patient advised surgeon that she had hurt her knee getting out of the car approx 2 years ago. When the medical meniscal bearing was removed during revision, it showed wear on the medical side. The lateral meniscal bearing was found to have less wear.

Manufacturer narrative:
Primary reported as 8-10 years ago. Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine. Provided information stated the patient experienced trauma approximately two years ago which could be a contributing factor. The investigation will be closed with an undetermined conclusion. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.